Event description:
It was reported that this implantable cardioverter defibrillator exhibited oversensing of noisy signals on the right ventricular channel that resulted in inappropriate anti-tachycardia pacing (atp) and shock therapy. Technical services reviewed the episode and stated the noisy signals looked like electromagnetic interference. Ts suggested asking the patient what they were doing at the time of the event. It was confirmed that the patient was having a procedure around the time of the episode. The patient stated there was a magnet placed over the device for the procedure. The device remains in use. No adverse patient effects were reported.